Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure peeling of the guide wire coating occurred. The target lesion was located in an abdominal stent graft. The .035 x 260cm amplatz guide wire was inserted into an unspecified 18fr sheath and met resistance. The physician checked the wire and found that the proximal portion of the wire coating had "slightly peeled". The device was removed intact. The same sheath was used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).